Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted oropharyngectomy surgical procedure, the technician noticed plastic cuff of monopolar scissors was partially broken by the white line where scissor head is attached. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Failure analysis found the primary failure of broken tube adapter to be elated to the customer reported complaint. Visual inspection was performed and the instrument was found to have a broken tube adapter. The broken piece, measuring approximately 0.110"x 0.052" in size, was not returned with the instrument. The instrument's tube adapter was found to exhibit abrasions.

Event description:
Refer to h10/h11 for follow-up information.